Event description:
During the treatment of an aneurysm, it was reported the guidewire could not be advanced out of the catheter tip. The catheter and guidewire were then withdrawn and the guidewire was found exiting the catheter to the distal tip. The tip of the catheter was reported to have been steam shaped prior to use. No patient injury reported.

Manufacturer narrative:
The catheter has been evaluated. The catheter segment distal to marker band is thinned; the tip is partially separated at the point between the marker band and at the end of the catheter braid. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter.